Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of the transcatheter bioprosthetic valve while resting following a shower the patient suddenly collapsed. Chest pain did not precede the event. Emergency medical services (ems) was called. Cardiopulmonary resuscitation (CPR) and defibrillation were required. The patient was transferred to the hospital due to ventricular fibrillation and an st-elevation myocardial infarction (stemi). Return of spontaneous circulation (rosc) occurred. The patient was intubated and an emergent implant of 2 bare metal stents were placed in the right coronary artery (rca). The patient was kept intubated and the hypothermia protocol was placed. The patient was extubated and transferred to a different facility 6 days following presentation. An implantable cardioverter defibrillator (ICD) was implanted 2 days later. A coronary artery bypass graft (CABG) to the rca was performed 5 days later. The event resolved 16 days following onset. The physician indicated the event was not related to the valve implant procedure or medtronic products.